Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure, during sawing, it was observed that the lid fell off the battery handpiece device. According to the report, it was possible to turn the lid to open it without going into the ¿modus of opening¿ and without pressing the locking button. The reporter stated that the device can only be opened by turning. However, during the procedure, while sawing, the vibration moved the lid until it fell off. As a result, there was a ten minute delay to the surgical procedure. A spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the lid could be turned and taken off the handpiece while in locked position. Therefore, the reported condition was confirmed. It was determined that the housing was cracked, damaged, and needed to be replaced. It was determined that the malfunction was due to a damaged stopper on the housing caused by forced opening of the lid without unlocking. It was determined that the lid itself could not have been opened if it was used with a functional handpiece. The assignable root cause was determined to be due to mishandling, which was further defined as user error, misuse and abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.